Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the therapy electrodes of the lifevest. It was reported that the patient may have a nickel allergy. The patient's physician prescribed hydrocortisone ointment for the skin irritation. Follow up with the patient indicated that the patient was admitted to the hospital and received the ICD implant. The medical outcome of the rash is unknown.